Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump functioned properly and passed the reset test with no error alarms. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received an unexpected restart alarm, every time he/she replaced the insulin pump's battery. The customer's blood glucose level was not reported. The product will return. Nothing further to report.